Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that about a month ago the implant was initially set to 1.4, but the patient began having urgency so they increased stimulation to 2.0v which helped. Patient later began having a return of urgency, including when they would stand up it would flow out. Patient checked their settings and was back to 1.4v on program 1. Patient stated they had 'played with the programmer in the two instances and it had still shown the increase in amplitude'. Patient turned ins on and set stimulation to 1.1 and noted it was stronger than it had been in the past at that level. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that steps taken to resolve the patient¿s return of urgency/leakage included contacting a manufacturer representative who had excellent knowledge and the ability to explain over the phone. It was noted that the unit had been ¿off¿; the unit was re-established to functionality and the patient was very confident with the experience and it continued to work properly. No further complications were reported/anticipated.